Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window missing end cap sticker, missing address/serial number label and cracked battery tube threads.

Event description:
The customer called and reported the insulin pump was spraying insulin after releasing the button during priming. Customer's blood glucose was 141 mg/dl. The insulin pump would not exit the "preparing to prime" loop. The device had not been bumped or dropped prior to the alarm occurring. The drive support cap appeared sticking out. Customer had not pressed it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.